Event description:
A report was received that the patient is experiencing pocket discomfort. The physician recommended a pocket revision but the patient has chosen not to take any further course of action at this time.